Event description:
It was reported that the patient implanted with this left ventricular (lv) lead had a bacteremia. No additional adverse patient effects were reported. Currently, the lv lead was surgically abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).